Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that boluses were intermittently unable to be delivered due to an unspecified reason. There was no impact to the customer's blood glucose level. Contact declined to further troubleshoot with tandem technical support. Customer reverted to an alternate method for insulin therapy.